Manufacturer narrative:
Gtin/UDI number for item 11607704 lot 17085130 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the tubing was removed from the pump module, the flow stop did not engage and fluid flowed freely to the patient. The nurse was at the beside, saw the unregulated flow and manually stopped the flow of fluid. There was no report of patient harm.